Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.

Event description:
A surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the mako end effector malfunctioned. Another instrument was used to successfully complete the case.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: the event reported that a partial knee end effector was non-functional and caused a 5-8 min delay in surgery. Device evaluation and results: the product was unavailable for inspection. CAPA (B)(4) has been initiated in regards to missing product. Device history review: a review of device history records indicate (B)(6)devices were accepted into final stock with no reported discrepancies. Complaint history review: review of complaint records within the stryker database for p/n 111770, l/n 26021210 show (B)(6) complaints related to the alleged failure in this investigation. Tracking of complaints related to p/n 111770 will be tracked through trend request #(B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: CAPA (B)(4) has been initiated in regards to missing product. Per RMA records, the device was delivered to stryker mako for investigation. After transaction through the mako internal RMA process, the part was lost prior to receipt by an investigator. Device was not returned for evaluation.

Event description:
A surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the mako end effector malfunctioned. Another instrument was used to successfully complete the case.